Manufacturer narrative:
Correction to cat #. Reported event mps reported she was able to wiggle between j4 and j5 in lock position. Mps reported during cutting with angled saw blade there was a loud screechy kind of sound. After the case she noticed there was give between j4 and j4. She was able to wiggle the joint when it should have been firmly in place. Method & results product evaluation and results: fse called and advised that the little play in the j4 and j5 is normal. Ok to cancel as a phone fix. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob1211 was inspected on 7/1/2020 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob1211 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. H3 other text : not available.

Event description:
Mps reported she was able to wiggle between j4 and j5 in lock position. Mps reported during cutting with angled saw blade there was a loud screechy kind of sound. After the case she noticed there was give between j4 and j4. She was able to wiggle the joint when it should have been firmly in place.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6) reported she was able to wiggle between j4 and j5 in lock position. Mps reported during cutting with angled saw blade there was a loud screechy kind of sound. After the case she noticed there was give between j4 and j4. She was able to wiggle the joint when it should have been firmly in place.